Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure, as cement spacer is visible on the provided image. Sterility assurance reviewed sterility documents and noted: the subject device was packaged according to established design and process specifications, and got sterilized according to process. No deviation for a non-conformance could be found. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows the situation after removal due to infection. There is a cement spacer at the site of the former ankle joint. Nothing can be said regarding the underlying cause. The time span between implantation and explantation is a little more than half a year. That timespan makes a direct link between the implantation/implant and the infection unlikely. There is no further information provided regarding the underlying cause of the infection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection. The patient received a cement spacer.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection. The patient received a cement spacer.